Manufacturer narrative:
Device analysis report attached. This report is submitted on february 09, 2022.

Manufacturer narrative:
This report is submitted on november 23, 2021.

Event description:
Per the surgeon, 10 electrodes were outside the cochlea, resulting in the decision to explant the device. The device was explanted on (B)(6) 2021 under general anesthesia and the patient was reimplanted with another cochlear device during the same surgery.